Event description:
The anchor wing bent going into the ilium sacrum. No injury occurred to the patient, no additional time under anesthesia. The rep explained that the surgery went well, and the anchor is in place effectively.